Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was confirmed. The device evaluation found that there was foreign material in the air/water channel and auxiliary water channel. The device evaluation also found the sealant on the outlet pipe was worn, the distal end cap was worn, the distal end adhesive was discolored, the insertion tube was stained, the colored ring on the aspiration housing of the control body was worn, the colored ring on the air/water housing of the control body was worn, the angulation is lower than standard and had play. Due to the nature of the reportable event (foreign material in the air/water channel and auxiliary water channel), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. As this repair order is nothing to do with hmi nor patient infection, the customer is not willing to provide any information for the reprocessing practice to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The root cause of the foreign material remaining in the subject device was unable to be specified. IFU states that detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the colonovideoscope had a foggy image and error code e243-scope communication error. The device was returned for evaluation. During the device evaluation, evident contamination in the air/water and auxiliary channels was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.